Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
It was reported that during testing the ventilators screen had a failure. Reportedly, the display screen had an 'artifact.' There was no patient involvement. The service engineer (se) inspected the device. The se replaced touchscreen. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.